Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
It was reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 230mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.